Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, additional dilation was performed using the device after the lesion was dilated with a 3mm balloon. However, the balloon ruptured upon third inflation at 6atm for 10 seconds and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Blood was in the balloon which is indicative of leak. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak was identified 6mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, additional dilation was performed using the device after the lesion was dilated with a 3mm balloon. However, the balloon ruptured upon third inflation at 6atm for 10 seconds and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good.